Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient experienced elevated blood glucose levels above 250 mg/dl due to an unspecified pod needle failure. No alarms or leakage were reported, and further details were provided. There was no medical intervention reported in relation to this event.